Event description:
Pt purchased the instead softcup brand of feminine protection. Pt thoroughly read the box and the flier included in the packaging before using the product. Insertion of the product was uneventful, but pt was unable to remove the product, even well after the 12-hour safe-wearing limit. Pt called the 800 number listed in packaging, then got on their website for help. It states on the website -softcup.com- that the device is not recommended for those with a tilted uterus. If pt had known this, they would not have inserted the product because they do have a tilted uterus. Pt is writing because nowhere in the literature provided with the product does it give this contraindication. As a result, pt is visiting their physician tomorrow for removal of this product. Pt is also experiencing pain, cramping, and anxiety that they are wearing this device well past the maximum 12-hour wearing limit suggested by the manufacturer.